Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient required hospital admission. No other adverse events were further reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the patient woke up on (B)(6)2017 and phoned the health care professional in the morning with symptoms of withdrawal. The symptoms included increased rebound pain, dizziness, flushed face. When the patient was admitted to emergency the patient also had borderline labile blood pressure. These symptoms were managed with oral narcotics and clonidine. Pump logs from (B)(6)2017 indicated that the pump had stalled on (B)(6)2017 at 07:27, recovered that same day at 14:26, and stalled again that same day at 21:57. The implant date was now provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received diluadid 15 mg/ml at 5.499 mg/day, bupivicaine 30 mg/ml at 10.998 mg/day, and clonidine 600 mcg/ml at 219.96 mcg/day in a flex pattern via an implantable pump. The indication for use was not provided. It was reported that during normal use on an unspecified date a pump motor stall occurred. As reported, there were no applicable en vironmental, external, or patient factors that might have led or contributed to the event. Patient symptoms were not reported. Diagnostic testing/troubleshooting included pump interrogation. Pump logs provided from (B)(6) 2017 indicated that a motor stall recovery occurred on (B)(6) 2017 at 14:27 and a pump stall occurred later that same day at 21:58. The estimated elective replacement indicator was 6 months. Actions taken resulted in a forced single bolus with no result, silencing the alarms, and pump replacement on (B)(6) 2017. At the time of the report the issue was reported as resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.